Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient had two femoral vein access sites. The right femoral artery access site was attempted however it was unsuccessful. An angiogram was performed during procedure completed on right side which confirmed there were no issues with the right femoral artery. The left femoral artery was used for the procedure. During the venous access attempts, the patient experienced a vasovagal effect. The patient felt faint and sick and the patient¿s systolic blood pressure dropped. The patient was given saline and antiemetic medication. The blood pressure normalized. The left femoral vein was closed with angioseal. The outcome of this case is unknown. After the procedure, a hematoma was observed on the right groin and the patient presented with low blood pressure. There was marked swelling noted in lower abdomen on the right side, not increased beyond mark and soft to touch. The patient had some abdominal pain, mainly in the left iliac fossa. The left groin was slightly oozy and there was no hematoma. The access site was cleaned. There was good bilateral dorsalis pedis pulses felt. An echocardiogram performed to rule out an effusion and a computerized tomography (CT) to exclude an active bleed. The CT report of the right groin, inguinal and lower abdominal region subcutaneous hematoma showed no deep extension demonstrated, a tiny blush of contrast only seen in venous phase in medial right inguinal region, suggesting a minute vessel bleeder. Linear contrast at the anterior aspect of the right common femoral artery demonstrating a likely puncture site, no pseudoaneurysm or pooling of blood in this region. The patient no longer felt sick, and their systolic blood pressure normalized. The next morning, the left groin site had no swelling, and the patient was hemodynamically stable. The patient was cleared to walk. Later in day, the patient had pain in the left groin and an oral analgesia given and pain eased. The patient was discharged. Three days later, the patient was admitted to vascular surgery and presented with extensive left-groin bruising and lump. The patient had a pseudoaneurysm without bleeding or rupturing. The pseudoaneurysm was treated with a guided thrombin injection. A groin duplex the following day, showed the aneurysm had been successfully thrombosed off. The patient was discharged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The case was later reported to have been completed.